Event description:
The customer contact reported the device was found delivery at a different dose frequency then originally programmed. At an unspecified date and time, the device was programmed for intermittent delivery of an unspecified medication, for 3 doses, with a dose frequency of 8 hours. No further programming parameters were provided. After an unspecified length of time reportedly during noted the device was delivering a dose every 4 hours, instead of the intended dose every 8 hours. No specific details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent programming indicated on (B)(6) 2013 at 1138, the device was programmed for intermittent delivery, with a dose amount of 172 ml, a dose time of 2 hours, a dose frequency of 8 hours, number of doses 3, a 0.4 ml/hr kvo rate, a 532 ml container size and a start time of 1700. At 1146, kvo delivery was started. Between 1700 and 1900, dose 1 was delivered. A new date of (B)(6) 2013 occurred. Between 0100 and 0300, dose 2 was delivered. Between 0900 and 1100, dose 3 was delivered. At 1227, a new container is indicated and kvo delivery is started. Between 1700 and 1900, dose 1 was delivered. A new date of (B)(6) 2013 occurred. Between 0100 and 0300, dose 2 is delivered. Between 0900 and 1100 dose 3 was delivered. Between 1127 and 1145, delivery was stopped, a check cassette alarm (p) occurred and was silenced 3 times, a power loss alarm (h) occurred. The device was powered on (B)(6) 2013 at 1158. At 1159, a new container is indicated, a start alarm occurred, delivery was started and dose 1 began. At 1359, dose 1 ended and kvo delivery began. Between 1959 and 2159, dose 2 was delivered. At 2218, delivery was stopped and the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.